Event description:
It was reported that the insulin pump alarmed no delivery. The caller did not observe any significant events leading to the alarm. The customer's blood glucose was 5.9 mmol/l. The customer was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did not exit. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. The customer verified that insulin exited with a manual plunger push. The customer was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units; insulin did exit the tubing with a manual prime. The customer was advised that the insulin pump worked as designed and the alarm was caused by a set/reservoir occlusion. The customer was advised to monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.